Manufacturer narrative:
A malfunction of scope buckling, connector issue, and wired controller unintended motion was reported with this complaint. Failure analysis investigation of the wired controller logs was performed. The logs indicated that controller commands were being sent to the biopsy tool within the scope. The generated tension within the scope was released when the biopsy tool was removed. This caused the scope to move to its commanded bend angle. The system functioned as expected following the commands of the wired controller. Failure analysis investigation of the scope was performed. Findings showed that the scope tip was pushed back by the biopsy tool and articulated by itself to a big angle due to stress relief and tool removal. This confirms the findings in the wired controller logs. Failure analysis of the bronchoscope connector was performed. Findings show that the connector was likely dislodged following removal of the scope guide from the bronchoscope connector. Video logs were reviewed and a user error is being investigated. The cause of the injury is the altered scope shape due to the biopsy tool being commanded while inside the scope. This led to the scope to articulate to its commanded bend angle. The user error is under investigation. The complaint is reported due to the following: during a galaxy-assisted biopsy procedure, the patient had bronchial tear and bleeding. The injury was treated with flexible bronchoscope wedge, balloon tamponade, chest tube, and cold saline irrigation. The physician attributes the injury to the scope.

Event description:
It was reported that while undergoing a galaxy-assisted biopsy procedure of a lesion, the patient developed bronchial tear and bleeding. The injury required treatment of flexible bronchoscope wedge, balloon tamponade, chest tube, and cold saline irrigation. The physician attributes the injury to the scope, which he claims had an aberrant shape and movement which led to the injury. Attempts to collect patient demographic information were unsuccessful.

Event description:
It was reported that while undergoing a galaxy-assisted biopsy procedure of a lesion, the patient developed bronchial tear and bleeding. The injury required treatment of flexible bronchoscope wedge, balloon tamponade, chest tube, and cold saline irrigation. The physician attributes the injury to the scope, which he claims had an aberrant shape and movement which led to the injury. Attempts to collect patient demographic information were unsuccessful.

Manufacturer narrative:
A malfunction of scope buckling, connector issue, and wired controller unintended motion was reported with this complaint. Failure analysis investigation of the wired controller logs was performed. The logs indicated that controller commands were being sent to the biopsy tool within the scope. The generated tension within the scope was released when the biopsy tool was removed. This caused the scope to move to its commanded bend angle. The system functioned as expected following the commands of the wired controller. Failure analysis investigation of the scope was performed. Findings showed that the scope tip was pushed back by the biopsy tool and articulated by itself to a big angle due to stress relief and tool removal. This confirms the findings in the wired controller logs. Failure analysis of the bronchoscope connector was performed. Findings show that the connector was likely dislodged following removal of the scope guide from the bronchoscope connector. Video logs were reviewed and a user error is being investigated. The cause of the injury is the altered scope shape due to the biopsy tool being commanded while inside the scope. This led to the scope to articulate to its commanded bend angle. The user error is under investigation. The complaint is reported due to the following: during a galaxy-assisted biopsy procedure, the patient had bronchial tear and bleeding. The injury was treated with flexible bronchoscope wedge, balloon tamponade, chest tube, and cold saline irrigation. The physician attributes the injury to the scope. Supplemental: update b4: date of report update g6: follow up follow up number: 1 update h11: additional investigation revealed a use error: the biopsy tool was not withdrawn gently. However, this does not alter our conclusion that the injury resulted from the scope being manipulated while the tool remained within its lumen.